Event description:
It was reported the video system center exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, we could not specify the root cause of the event however; it is likely the defect was caused by a circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic thoracoscopy procedure. It was noted that the patient was administered additional propofol however; the procedure was successfully completed using a similar device.